Manufacturer narrative:
The customer has declined additional applications training and a medrad system service check of the injector.

Event description:
The site reported the following: patient with an admitting diagnosis of lung lesions underwent a CT scan of the chest with intravenous contrast. The contrast was delivered at an injection rate of 2ml/sec. One hundred mls of contrast and 50mls of saline were injected into the patient's left forearm. The technologist noted that a small amount of contrast was visualized in the kidneys. An undetermined amount of fluid had extravasated into the patient's left forearm. Post-procedure, the patient underwent a fasciotomy of the affected area for compartment syndrome. The patient is reportedly doing fine.